Manufacturer narrative:
Power management system has been replaced. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the partner service engineer: on annual service visit, test 15 would not come up with design capacity and temperature was -6000 degree c.